Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the leads had high impedances and were fractured but not confirmed by imaging. Additional information was received that the leads was confirmed to be fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). The returned leads were analyzed and visual (microscope) and x-ray inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the lead. With all the available information, boston scientific concludes the allegation of high impedances has been confirmed. The leads were bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the leads had high impedances and were fractured but not confirmed by imaging. Additional information was received that the leads was confirmed to be fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70, serial: (B)(6), batch: 7076774.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the leads were fractured but not confirmed by imaging.